Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end, a kink in the telescope assembly from femoral marker to the proximal end and a kink in the sheath assembly from femoral marker to the distal end. The imaging window was separated at the lap joint. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non-heat shrink area in the telescope area. Based on the x-ray images, the electrical failure was a result of an imaging core wind up within the hub assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that tip detachment occurred. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noticed that lost image occurred after the opticross imaging catheter crossed the lesion. The physician flushed the imaging catheter but the issue was not resolved. After the procedure, the device was wrapped with a cloth for disposal however, it was further noticed that the tip was detached upon removal from the cloth. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. An opticross(tm) imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noticed that lost image occurred after the opticross(tm) imaging catheter crossed the lesion. The physician flushed the imaging catheter but the issue was not resolved. After the procedure, the device was wrapped with a cloth for disposal however, it was further noticed that the tip was detached upon removal from the cloth. No patient complications were reported and the patient's status is good.